Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device delivered an inaccurate amount of insulin, which led to loss of consciousness. The patient was hospitalized with hyperglycemia and diabetic ketoacidosis. The patient remained in intensive care for 2 days. The kind of the treatment was not provided. On the general ward the patient was treated intravenously with insulin. On the recommendation of the diabetes consultant, the patient switched to insulin pens. The patient was in hospital for ten days.